Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of break in aseptic technique and peritonitis in (B)(6) female patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, a break in aseptic technique occurred, further described as patient made mistake. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient was started on (injection) reflin 1gm intraperitoneal (ip) once daily, (injection) tobramycin 40mg ip once daily, (injection) heparin 1000 iu ip thrice daily, (tablet) forcan 150mg orally once daily, and on (B)(6) 2010 a loading dose of (injection) vancomycin 2gm ip was given. At the time of reporting, the patient continued taking reflin, tobramycin, heparin and forcan. It was unknown if the event of peritonitis resolved. There was no mention of retraining the patient; therefore, it was unknown whether the event of break in aseptic technique resolved. Pd therapy continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. No sample was available for evaluation, and no specific product code was identified in the complaint report. There was no alleged product defect. The lot number was unknown, so no batch review was performed. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.